Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a( B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and fibromyalgia ("utoimmune disordertype of disorder: fibromyalgia"). The patient was treated with surgery (essure removed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and fibromyalgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fibromyalgia, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received. Case category updated from non-serious incident to serious incident. Date of essure removal was added. Product indication updated . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and fibromyalgia ("utoimmune disordertype of disorder: fibromyalgia"). The patient was treated with surgery (essure removed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and fibromyalgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fibromyalgia, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/ chronic pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included chronic cervicitis, dysmenorrhea, abnormal uterine bleeding and endometriosis. Concomitant products included levonorgestrel (mirena) for bleeding menstrual heavy. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and fibromyalgia ("utoimmune disordertype of disorder: fibromyalgia"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, right salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and fibromyalgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fibromyalgia, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: removal of mirena iud under anesthesia upon transection of tubes as part of hysterectomy, intact left essure microinsert identified protruding from cornua. Right essure microinsert not easily identified on laparoscopy so right salpingo·oophorectomy performed to ensure no remaining foreign body. Later on essure microinsert palpated at right uterine cornua. Surgical pathology report: uterus and right fallopian tube, hysterectomy, right salpingectomy. Synthetic metal devices present in bilateral cornua: consistent with essure microinsert coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/ chronic pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included chronic cervicitis, dysmenorrhea, abnormal uterine bleeding and endometriosis. Concomitant products included levonorgestrel (mirena) for bleeding menstrual heavy. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and fibromyalgia ("autoimmune disordertype of disorder: fibromyalgia"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, right salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and fibromyalgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fibromyalgia, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: removal of mirena iud under anesthesia upon transection of tubes as part of hysterectomy, intact left essure microinsert identified protruding from cornua. Right essure microinsert not easily identified on laparoscopy so right salpingo·oophorectomy performed to ensure no remaining foreign body. Later on essure microinsert palpated at right uterine cornua. Surgical pathology report: uterus and right fallopian tube, hysterectomy, right salpingectomy. Synthetic metal devices present in bilateral cornua: consistent with essure microinsert coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-feb-2022: mr received. Reporters, rcc, medical history and concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.